Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced an infection. Blood cultures were positive for staphylococcus epidermidis. Patient was given antibiotics and the infection resolved on (B)(6) 2018. On (B)(6) 2018, prior to implant, the patient experienced onset of supraventricular tachycardia (svt), atypical flutter, heart rate of 160 beats per minute, more shortness of breath (sob), more rales. Patient was given potassium (k), magnesium (mg), and amio bolus. The patient is at high risk for decompensation with arrhythmia and also with amio given negative inotropic effect and tenuous status. Cardioversion was given to the patient.

Event description:
Additional information: the patient's infection was reportedly not related to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jun2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.